Event description:
During insertion of the screw to stabilize and align a fracture of the mandible, the head of the screw broke off; the remainder of the screw could not be retrieved. There was no injury to the patient with excellent reduction already achieved. After healing, the physician will consider retrieval of the screw.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: invalid data, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.